Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that the previous issue he called in about for possible pump malfunction (already reported). Might actually be an issue with malfunctioning cassette instead. Patient stated that the backup pump he was using started alarming with no disposable error message. He ended up having to create a new mix and it has been working fine. He believes the cassette might have malfunctioned and provided lot number 4220001. No patient injury was reported.